Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic procedure, the subject device exhibited an error code 10. The procedure was completed with a similar device. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was returned in a state that rendered it unable to be functionally tested, the definitive root cause of the reported issue could not be determined, and the reported event could not be directly confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.